Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for call was patient states about 10 days ago they noticed the stimulator battery seems to be weakening and they have to charge it more and more often. Patient states the healthcare provider (hcp) told them to call manufacturer representative (rep) and have the representative check the battery to see if it is getting weak and bad and needs to be replaced. No symptoms were reported.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.